Event description:
The patient reported symptoms of angioedema, difficulty breathing, increases heart rate (201), tachycardia and swollen lips. The patient reported requiring visiting the ER (3rd visit) due to the reported symptoms. The patient reported being prescribed benadryl, zyrtec / prednisone (corticosteroids) by physician to alleviate reported symptoms. The patient reported discontinuing the use of the aligners on (B)(6) 2022, but the condition has not improved.

Manufacturer narrative:
The current instructions for use (IFU) contains the following; "warning - in rare instances, some patients may be allergic to the plastic aligner material, discontinue use and consult a health care professional immediately". The treating doctor shared that the potential root cause could be an allergic reaction. This event is being filed as an MDR since the patient reported angioedema, difficulty breathing and tachycardia and the invisalign product was being used.

Manufacturer narrative:
Align technology, inc. Received additional information about the toxicology report on 11/17/2022. This information was added to section b6. This event remains a serious adverse event and the new information does not change the reporting decision in the united states. B6: the patient believes that the trays have caused a toxic reaction due to the trays leaching material. Toxicology panel results showed high levels of the polyurethane resins (the same material the trays are made of) in her system. The catalog number of the treatment option was corrected. D4: 9000.